Event description:
A medtronic representative reported the site having difficulty with their ent application on a rollingstone computer system. The site reported system was slow to load and the application "freezing". This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No patient present at time of event. The sites computer was replaced and this appeared to have solved the issued. Manufacture has not received affected computer to date.